Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that on (B)(6) 2025, the patient underwent a tka with the pin for femur. When the pin was used with the pin adapter (non-jj product) for femoral fixation, the pin was broken off from the root and remained in the adapter. There was no harm to the patient. The surgery was completed successfully without any surgical delay. No further information is available. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was broken at the proximal end. The broken fragment was not returned for evaluation. Potential cause is being attributed to user as a non-johnson & johnson adapter was used. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pfc 3inhdles steinmn pin would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a tka with the pin for femur. When the pin was used with the pin adapter (non-jj product) for femoral fixation, the pin was broken off from the root and remained in the adapter. There was no harm to the patient. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.